Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed "no disposable; pump will not run". Alarm silenced and settings reviewed. Tubing clamped and cassette removed. Tubing massaged and cassette tapped on hard surface. Cassette reattached but alarm returned. Repeated troubleshooting steps but alarm persisted. Pump turned off and tubing clamped. Patient instructed to contact on-call provider for further instruction. Rate 0.3, reservoir volume 34.4, given 8.35. This event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Updated d3 - manufacturing plant address, d1 and d4. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.